Event description:
The rn was attempting to place a six french pe tube for go lytely administration for a bowel prep with help from a second rn. The rn measured the tube for proper placement, lubricated the tip, and attempted to pass the tube via the right nostril. The rn met with resistance and removed the tube. Upon the tube's removal, the rn's noted small amount of bright red blood in the tube and around the nare. The rn's also noted the tip of the pe tube was no longer present. Approximately one mm of the tip of the pe tube was gone. The pt remained pink, warm and well perfused throughout and after the procedure. The md was notified. The cxr that was ordered was clear.